Event description:
An aneurx stent graft and a talent aortic cuff stent graft system were implanted in a patient for the emergent treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently with abdominal pain. There was a large type I endoleak that could not be repaired via endovascular repair. The physician explanted the stent graft. No further information is available for this case. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak, removal of implant); (unknown cause of event)., conclusion: (unknown cause of event).